Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the left anterior descending (lad) artery with mild calcification and moderate tortuosity. The 3.5x18mm xience xpedition stent delivery system (sds) was advanced to the target lesion; however, the stent was not able to deployed and leakage was noted where the hub of the sds connects to the inflation device. A second inflation device was used to attempt to deploy the stent; however, the stent was not able to be deployed. Therefore, the sds was removed from the patient. Another xience xpedition stent was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported loose or intermittent connection; however, factors that may contribute to a loose or intermittent connection with the indeflator include, but are not limited to, damage to the sidearm during manufacturing, inadvertent mishandling during unpackaging, preparation or during use of the device, defective luer or defective indeflator. Based on the information provided and without the device to examine, a definitive cause for the reported loose/intermittent connection cannot be determined. The reported activation failure appears to be related to operational context of the procedure as it is likely a result of the reported poor connection of the indeflator with the hub. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9: device available for evaluation updated from ¿yes¿ to ¿no¿ h3: updated to na.

Manufacturer narrative:
The device was returned for analysis. The reported loose/intermittent connection issues were confirmed through the observed cracked hub. The reported activation failure could not be confirmed due the condition the device was received for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported loose or intermittent connection; however, factors that may contribute to a loose or intermittent connection with the indeflator include, but are not limited to, damage to the sidearm during manufacturing, inadvertent mishandling during unpackaging, preparation or during use of the device, defective luer or defective indeflator. The reported activation failure appears to be related to operational context of the procedure as it is likely a result of the observed damage of the delivery system hub. In this case, it is possible the observed damage (cracked hub) is related to over torquing with the procedural inflation device causing the reported connection issues and subsequent activation failure; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.